Manufacturer narrative:
Analysis of programming history.

Event description:
During manufacturer review of a patient's vns programming history, it was noted a faulted systems diagnostics test occurred on (B)(6) 2005 which caused the settings to change. The settings were readjusted after the faulted test was noted, except for the off time, which remained at 60 minutes. The off time was corrected on (B)(6) 2005.